Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the integrated electrosurgical unit (iesu) or erbe encountered repeated errors c-34 when attempting to use monopolar energy. System was not connected to onsite. The customer stated the erbe had been power cycled but issue persisted. Tse asked customer if they have a valleylab force triad at hand, customer was not sure but did not think so. The customer informed tse that surgeon will attempt to complete surgery using bipolar only. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci-assisted surgical procedure was performed on (B)(6) 2025, around 12:00 p.m. During the procedure, monopolar energy was available only for the first half, after which it gave an error code and stopped working. However, bipolar energy functioned properly throughout the procedure on the grasper.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.